Event description:
Home pt (hp) reported a leak in the transfer set during the initial drain phase of the automated peritoneal dialysis therapy. The hp was using the homechoice device. At the time of the incident, the hp discontinued the dialysis and reported the leak to the health care professional (hcp). The hp received a transfer set change and was treated prophylactically with ancef 2 gm. Intraperitoneally. The hp resumed the dialysis therapy upon returning home. No pt injury reported.